Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported during intraocular lens implantation procedure with a description of company cartridge cracked when implanting the intraocular lens. Additional information has been requested.